Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy, at the 5th firing the device was used in a bronchus resection. The surgeon clamped tissue, pressed the green button and squeezed the handle, but the handle was so stiff that it could not be squeezed. The surgeon stopped using the cartridge and used a new cartridge without problem. The procedure was completed with another device. There was no patient harm.